Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. There was no issue with the image. However, the cable unit was twisted and needed replacement. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The issue was not duplicated. It was possible that the image was not displayed due to dust temporarily adhering to the electrical contacts of the electrical connector, which caused communication failure.

Event description:
It was reported by the customer, during preparation for use for a procedure, the high-definition autoclavable camera head presented a black image. There was a surgical delay of ten (10) minutes due to the changing of the device. No other devices were involved in the event. The procedure finished normally. No patient harm reported.